Event description:
During a surgical procedure, the clip applier misfired twice and was taken out of service. A new clip applier was used without incident. No harm to patient. FDA safety report ID # (B)(4).